Event description:
A bard PICC dual lumen in upper left extremity. The proximal portion of the gray port was weak and ballooned outward with flusing. The size of the syringe and flush is unknown. The standard is to flush the catheters once daily. It is unknown what IV fluids/medications were ordered by the physician. The line was changed in radiology immediately when the line problem was identified.